Event description:
Received copy of customer medwatch reporting check valve failure with fluid from secondary bag filling into primary bag. Report states pt received an unspecified antibiotic in 20 minutes instead of 60 minutes. Several requests made to have set sent in for eval with no response to date from customer. Follow-up report will be filed if set is received for investigation in the future.

Manufacturer narrative:
Pt info requested. This report was filed by the MFR.